Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle is missing. Analysis was unable to perform customer complaint due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that the needle got stuck on the serter and got separated from the sensor. The customer's blood glucose was unknown at the time of incident. The sensor was returned for analysis.